Event description:
On (B)(6) 2013 information was received from the reporter that the physician¿s handheld computer becomes stuck at a communication screen every once in a while. Attempts for additional information are in continuation.

Manufacturer narrative:
Product information of the suspect medical device was found when the supplemental 1 MDR was submitted; however, it was inadvertantly not included on the report.(B)(4).

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Further follow-up revealed that the handheld freezing has occurred over the past year and it is unknown if troubleshooting has been performed.

Manufacturer narrative:
Date of event; corrected data: information received changes the event date. Type of device; corrected data: suspect device inadvertently reported incorrectly. Manufacturing date; corrected data: suspect device inadvertently reportedly incorrectly.